Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device investigation in progress.

Event description:
User facility reported that the device's connector had an incorrect shape (oval rather than round). Device was not used with patient.